Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient woke up in the morning of this report and found that the cannula was cut from the tubing at the quick release while sleeping. The site was on the right leg and the pump was in a waist pouch on the right leg. The infusion had been in use for 48 hours. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.